Manufacturer narrative:
The pump passed basic occlusion test and displacement test. There was no motor error alarms noted. However, pump alarmed compromised force sensor system at 3.5 lbs. During prime test due to faulty force sensor resistor. The pump was received with missing end cap sticker. The pump was received with scratched lcd window. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 402 mg/dl. The customer treated the high with manual injection. The customer states the pump was exposed to airport scanner. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.